Event description:
It was reported that the centrimag motor would not function. The motor was sent in for repair.

Manufacturer narrative:
Section a: patient involvement and information have been requested but not yet provided. Section d: manufacturing date was unable to be determined and will be provided upon the completion of the manufacturer's investigation. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor not functioning as intended was confirmed via the motor¿s functional analysis. The returned centrimag motor (serial number (B)(6) was functionally tested at the service depot and at the product performance engineering department, and the motor produced an m2: motor disconnected alarm when connected to multiple test consoles. This alarm resolved when the motor¿s cable was flexed near the motor-side bend relief. A mock loop was able to operate while the cable remained flexed; however, when the cable was straightened, the impeller within the pump would vibrate and produce a grinding noise. The motor¿s cable was measured for continuity, and wire fatigue was observed within one of the motor¿s power lines which would cause the motor to not function as intended. The root cause of the reported event was determined to be wire fatigue within the motor¿s cable near its motor-side bend relief, consistent with repetitive flexing of the cable over time. A corrective action was implemented to address wire fatigue within centrimag motor cables, and this motor was manufactured prior to this implementation. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.